Manufacturer narrative:
A zoll field service engineer (fse) went onsite to evaluate the unit. Upon power-up, no technical alarm banner was observed. The device log files were evaluated and it was determined that the inspiration block required replacement. The fse replaced the inspiration block and performed all necessary calibrations, including a 2-point calibration of the o2 sensor. The unit successfully passed both the circuit test and performance testing, confirming that it operates in accordance with OEM specifications.

Event description:
Customer stated that during set up, the device exhibited technical failure 316, 400, 300 and 545. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.